Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, eluting coronary stent systems, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, 90% stenosed lesion in the mildly tortuous mid left anterior descending coronary artery. During treatment with a 2.75x28 mm xience xpedition stent delivery system (sds) a proximal edge dissection occurred. A new 3.0x15 mm xience xpedition stent was used to treat the dissection and complete the procedure. There is no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.